Event description:
A registered nurse (rn) reported she had initiated the hemodialysis treatment for this inpatient and a few minutes later noticed blood in the dialysate tubing. The treatment was stopped and the blood was not returned to the patient. Estimated blood loss (ebl) 300ml. Prior to this event, the patient was scheduled for a blood transfusion on (B)(6) 2014. The transfusion was moved up one day to (B)(6) 2014 as a result of this event. The rn states there was no change in patient hematocrit after the event but the transfusion was moved up in an overabundance of caution. The patient did not require further medical intervention. The sample was discarded.

Manufacturer narrative:
The post market surveillance department has requested medical records but none have been received to date. The plant investigation is pending and a follow up medwatch will be submitted upon completion.